Manufacturer narrative:
Reported event of fiber misfired. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a lumenis 100watt. According to the complainant, during the procedure, the aiming beam exited out 3cm from the tip. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured 3.5 mm and appeared unused. The fiber was fractured approximately 6cm from the distal tip. The fracture was held together by the green coating. There were no signs of damage noted on the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. The aiming beam exited at the fiber break as a result effective laser transmission was not measured. Thus, the reported complaint was confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. Reportedly, the laser unit used was a lumenis 100watt. According to the complainant, during the procedure, the aiming beam exited out 3cm from the tip. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.